Event description:
A customer contacted beckman coulter inc. (Bec) stating that while performing weekly maintenance on the coulter lh 750 hematology analyzer the customer discovered the blood sampling valve (bsv) cleaning tray was filled with a bluish/green fluid. Upon further investigation, the customer found the probe wipe backwash cup was broken. There was approximately 20 ml of fluid in the tray, and less than 10 ml of fluid on the counter beneath the instrument. The leak was not contained within the instrument. The operator was wearing lab coat and gloves when the leak was discovered. There was no biological exposure to open wounds or mucous membranes. No discrepant results were generated; however, a failure mode was identified which has the potential to cause discrepant results for the complete blood count (cbc), differential, and retic parameters.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched and found that the vacuum block of the probe wipe assembly had broken off. The fse replaced the probe wipe assembly which stopped the leaking. During verification, the vacuum supply line to the backwash tank had a hole in it not allowing the backwash tank to fill. The fse resolved the issue. Per labeling, beckman coulter, inc. Urges it's customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).